Event description:
It was reported that patient paged on (B)(6) 2024 with driveline power fault alarm. The patient was instructed to not change their system controller. By the time the coordinator had called them back, they had changed their system controller. Driveline power fault alarm stopped. The patient paged the next morning with another driveline power fault. Log files from the exchanged system controller confirmed the reported driveline power fault on (B)(6) 2024 starting at 03:08, indicating that power a was broken. Driveline was disconnected on (B)(6) 2024 at 08:45. Additional log files also confirmed the reported driveline power fault on (B)(6) 2024 from the new system controller which indicated that power a was broken. Ultimately, modular cable was exchanged along with another system controller replacement, which resolved the driveline power fault issue. Additional log files showed power a and b were reading good voltage. The system controller contained controller clock corrupt and clock invalid.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. Review of the submitted log files revealed driveline power fault alarms that were associated with pwr_a_broken faults on (B)(6) 2024. The files also captured events consistent with the two reported system controller exchanges. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Provided information indicated that the patient exchanged their controller to their backup system controller, resolving the initial driveline power fault alarm on (B)(6) 2024. The patient then experienced another driveline power fault alarm on (B)(6) 2024. The patient¿s modular cable and system controller were replaced at the clinic. There have been no further driveline power fault alarms following the exchange of the modular cable and system controller. The modular cable and system controllers were not returned for analysis. A root cause for the driveline power fault alarms was unable to be conclusively determined through this investigation. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C and heartmate 3 patient handbook, rev. D, are currently available. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.